Manufacturer narrative:
The report we received indicated that there was a balloon burst in a female pt during dilation of femoral artery. Hand injection. Pressure unknown. Calcified vessels. Procedure was terminated by another balloon catheter. There were no adverse effects to the pt. The product will be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
Balloon burst .